Event description:
A sigma 8002 plus dual-channel infusion was delivered to the biomedical engineering dept at southside regional med ctr with a red tag affixed to it. The tag red "do not place back into circulation. Side b infused 1 liter of fluid over 1-1/2 hrs even though it was programmed for 75 ml/hr." This was followed by an incident report with further detail. Specifically, no medication was used. Only a saline bag, no adverse pt reaction, no medical intervention was required as a result. The pump was discovered with the empty bag by the nurse as a result of the pump alarming caused by air in the IV line. There were no immediate visible indications that this pump has been struck or dropped or otherwise physically damaged. After a thorough inspection, only one very small indication of a possible impact was noticed: the front and back pump housing mating surface was very slightly splayed outward on the right "b" side. During inspection, it was noted that there was an uncharacteristic rattle inside the pump. Upon opening, the pump up -separating the front and back half of the outer case- a small piece of the casing was found to have broken off. This piece was one of the planges that receives one of the four assembly screws holding the front and back halves of the pump together. Further inspection revealed that some internal components on the "b" side were loose. This component is part of the actual pumping mechanism. When the pump was looked at again from the front, the housing crack inside the tubing channel was apparent and was the cause of the loose components. These components being loose would not allow the pumping mechanism to hold firm against the opposing side wherein the IV tubing is compressed during operation. Without that firm support, the tubing can, and apparently did free flow. Such a crack in the casing is only visible when the tubing channel is inspected by someone who has experience with these pumps and knows what to look for. Southside reg med ctr has had the same crack in an identical pump in 2006. Speculating what had caused the crack, it would seem that the pump had been dropped or struck, although as mentioned above, there was virtually no indication that such had happened. This pump had no errors or alarms that alerted the user that the physical integrity upon which proper pump action depends, was compromised. The MFR, sigma, had been notified of the incident and once authorized for transfer, the pump will be returned for eval.

Manufacturer narrative:
Inspection findings: confirmed unit received operable. However, ch. B freeflows due to a cracked pump body caused by an impact as evident by a large flat spot at the top right corner of the front case. This impact also cracked the front case along the seam with a piece missing at the bottom right corner. (See enclosed pictures.) Therefore, this event was determined to have been caused by damage to the unit, not a malfunction.